Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had fallen, and the stimulation had changed; he had lost stimulation to his back. X-rays were taken. Follow up identified the physician planned to explant the scs system and replace with a competitor's system due to the ineffective stimulation.